Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil was mal-positioned") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pains / pain"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / abdominal pain") and abdominal pain ("right abdominal pain"). The patient was treated with surgery (laparoscopy to remove essure coils with laparoscopic salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. The patient tolerated removal the procedure well. Diagnostic results: on (B)(6) 2015, plaintiff eventually underwent diagnostic laparoscopy to remove essure coils with laparoscopic salpingectomy and possible diagnostic hysteroscopy which revealed that the left coil was mal-positioned. Hysterosalpingogram : hsg confirmed right essure coil in appropriate location with tubal occlusion left coil is mal positioned and left tubal patency could not be excluded. Most recent follow-up information incorporated above includes: on 5-jun-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), right abdominal pain", reporter, lab test added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil was mal-positioned") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains / pain") and abdominal pain lower ("cramping / abdominal pain"). The patient was treated with surgery (laparoscopy to remove essure coils with laparoscopic salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2015, plaintiff eventually underwent diagnostic laparoscopy to remove essure coils with laparoscopic salpingectomy and possible diagnostic hysteroscopy which revealed that the left coil was mal-positioned. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.